Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The de novo lesion was located in the moderately calcified and tortuous proximal right coronary artery (rca). Upon attempting to treat the lesion, the 4.5mm x 1.5mm x 150cm ptca catheter was advanced to the target site through a mach1 guide catheter and inflated with an encore26 inflation device. The balloon ruptured at 6atms. The balloon catheter was removed from the patient without incident. The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient's status was reported as "good."

Manufacturer narrative:
The complainant indicated that the balloon catheter will not be returned for evaluation; therefore a failure analysis of the balloon catheter could not be completed. A review of the manufacturing records for this batch shows that the device met its material, assembly and product specifications. The most probable root cause was attributed to operational context due to the anatomical and or procedural factors encountered during the procedure.